Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot #: va1r27q, product type: lead. Product ID: 3387s-40, lot #: va1r27q, product type: lead. Product ID: 3387s-40, lot #: va1r27q, product type: lead. Product ID: 3387s-40, lot #: va1r27q, product type: lead. Product ID: 37642, serial #: (B)(4), product type: programmer, patient. Product ID: 3708660, serial #: (B)(4), product type: extension. Product ID: 3708660, serial #: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI #: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI #: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI #: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had undergone surgery back in (B)(6) 2019 for wound erosion/infection. The surgeon at the time decided to clean out the infection. The patient came back into the hospital recently with wound erosion and infection. It was noted that the patient was prone to infections. The surgeon tried cleaning out the infection and repairing the incision back in february. The issue was resolved at the time of the report. The products were discarded and wouldn¿t be returned. The patient had wound erosion and infection at multiple surgical sites and had all of their products explanted. There were no further complications reported.